Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain at the implant site. The recipient's magnet strength was reduced, however, the issue did not resolve. The recipient was injected with bupivacaine with epinephrine.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly has scalp parasthesias. A moleskin was used. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.